Event description:
It was reported that the external pulse generator (epg) did not have the backup pacing during battery replacement. The device worked properly after the battery was replaced. The patient¿s heart rate was about 60 beats per minute (bpm). The epg was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, backup function worked well and there was no failure in the device. (B)(4).